Manufacturer narrative:
Limited information was provided. Device has not returned for investigation, therefore, examination of the implant cannot be completed. With limited information provided, it is not possible to determine the cause of this product experience. Without a serial number or lot number, a review of the lhr cannot be completed. If new information is provided, or the device returns for investigation, a failure analysis investigation will be conducted at that time.

Event description:
There was a 2-level procedure completed by a surgeon with the orthofix m6 disc. It was reported that the patient has suffered ever since their surgery. One of the discs has since failed. No identifying information has been provided.